Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Good condition with no appearance of any physical damaged. The root cause of the reported issue was found to be a broken screw boss on left plunger case was causing the fluctuating reading of the force. Actions were taken to mitigate the reported issue: replaced left plunger case. Performed preventative maintenance and all functional testing which passed.

Event description:
It was reported that the pump had a bad force sensor. No patient injury was reported.